Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter meridian device. Hcp noticed the machine would not maintain the arterial pressure and "would not keep the chamber full." Hcp checked the pt's graft access and readjusted the "stick" and they also had someone else check the access. Hcp left the floor and when they returned there was foam in the venous blood tubing and was approx 8-10 inches from the pt and the device did not alarm. Hcp discontinued treatment on this machine, pt lost the blood in the extracorporeal circuit. Treatment was re-initiated on another meridian machine with all new setup. Pt passed out following startup of therapy. Hcp placed pt in trendelenburg position and the sodium button was pressed by hcp. Pt's blood pressure was 109/57, hcp administered 200ml normal saline. Within approx 15 minutes, pt was "conversive" and blood pressure was 113/58 while still in the trendelenburg position.